Event description:
Rn was removing cordis from right internal jugular. After clipping sutures, she applied gentle manual pressure while pulling hub of the cordis, only the hub was removed. At the time, was not known the location of the remaining catheter. Apparently, cordis broke off during the removal process. Catheter was retrieved under fluorosocpy without difficulty.